Event description:
A talent abdominal stent graft system was implanted in pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported, as severe tortuosity through out the vessels and there was a 90 degree bend in the iliac artery. It was reported two weeks post stent graft implant, the pt returned with numbness and tingling in the lower extremity. The CT revealed that the due to the angulation of the iliac artery, the stent graft had become kinked and blood flow was partially occluded. The physician elected to perform a femoral to femoral bypass and the pt is fine. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval results; arterial and venous occlusion. Severe tortuosity through out the vessels and there was a 90 degree bend in the iliac artery. Conclusion: severe tortuosity through out the vessels and there was a 90 degree bend in the iliac artery. Other, secondary intervention.